Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device humidifier stopped working, burned plate. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation the manufacturer found evidence of minor wear and tear such as scuffing/smearing on the ui bezel. Drip marks and a small amount of what appears consistent with mineral deposits were observed on the heater plate. Further mineral deposit contamination was observed on the interior of the water tank. Observed dust/dirt contamination on and in the blower. Visual examination of the heater plate found thermal damage to the epoxy and discoloration on the heater plate spring. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that complaint of the heater plate not working. The manufacturer observed dust contamination in the device and are consistent with being from an external source.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device humidifier stopped working, burned plate. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.